Event description:
It was reported by a company representative that a vns patient had high lead impedance. Additional relevant information has not been received to date. No known surgery has occurred to date.